Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).